Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results. Manufacturer contacted customer within 24hours call for ask of the customer's condition;customer stated feels better; customer is asymptomatic, did not seek medical attention. On (B)(4) 2016, follow up phone customer informed is satisfied with the new meter replacement readings.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 150mg/dl -250 mg/dl. The blood glucose testing is performed by the customer up to four times daily. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 32mg/dl. Then, the customer reported symptoms of shaking, sweating and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer called his nurse, who advised to go to the hospital. Upon arrival to the hospital, blood glucose test was performed non-fasting with result of 103 mg/dl. The customer was discharged from the hospital on (B)(6) 2016. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).